Event description:
Physician was using the endostitch to close the vaginal cuff when the needle broke into three pieces. Abdomen was searched and x-ray taken. Need to search for broken needle prolonged the surgery. Not seen on x-ray. V-loc 180 absorbable reload was used with endostitch suturing device.